Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag. D4-updated model number.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was unable to read the purge disc. Multiple troubleshooting steps were taken. The aic was exchanged. There was no patient involvement.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.